Event description:
Shoulder revision surgery due to septic loosening performed on (B)(6) 2025. Patient had a hybrid implant consisting of the following components (all removed because of loosening) and third-party components: smr cementl. Rev. Stem ø13 mm (part code 1308.15.134, lot number 1816629, sterilization (B)(4). Smr humeral extension + 9 mm (part code 1352.15.001, lot number 1918660, sterilization (B)(4). Smr reverse humeral body (part code 1352.15.010, lot number 1919690, sterilization (B)(4) smr reverse liner std d.40mm (part code 1365.50.810, lot number 19at18l, sterilization (B)(4). The baseplate and the glenosphere (which was unable to be removed) were third-party components. The patient was irrigated and debrided in a one stage infection procedure. A new 14x150 revision stem was trailed and implanted with a short reverse humeral body and +3-40 poly liner. Previous surgery took place on (B)(6) 2020. The patient is a male, date of birth (B)(6) 1964. The event happened in the united states.

Manufacturer narrative:
Checking the manufacturing and sterilization charts of the components involved in the event, no pre-existing anomaly was found out on the items belonging to the same lot numbers. We will submit a final report as soon as the investigation is complete.